Event description:
It was reported that during set-up for a surgical procedure, the battery pack was found to have a crack and water was leaking from the crack. A back-up device was retrieved. There was no surgical delay and no adverse consequences reported.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.